Manufacturer narrative:
This lead remains implanted thus no analysis will be conducted. Should additional information become available this event will be updated.

Event description:
Boston scientific received information that this implantable cardioverter defibrillator (ICD) displayed high out of range pacing impedances on the right ventricular (rv). A new pace/sense was planned to be implanted as normal impedances were noted on the shock channel. An x-ray was taken which showed no abnormalities. A revision procedure took place and the lead and device were disconnected and the lead was tested with a pacing system generator (psa) which showed impedances measurements within range. The rv lead was then connected to the previously implanted device which showed out of range pacing impedances. Finally the physician elected to replace the ICD while the rv lead remains implanted with a new device. No adverse patient effects were reported.